Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. The explanted lal was returned to rxsight. A visual inspection of the lal confirmed the reported distortion, indicative of polymerization. Per the instructions for use (IFU), contraindications include patients "...unwilling to comply with the postoperative regimen for adjustment and lock-in treatments and wearing of uv protective eyewear...". The IFU also provides potential risks of the lal, including: "if the eye is exposed to bright lighting without the use of uv protective eyewear before 24 hours after the final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision which might necessitate explantation of the lal" manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal). Postoperatively, the patient completed 4 light adjustments and no lock-in treatments. The patient presented at the clinic approximately 13 months after initial implantation with a visual acuity of 20/30 and high astigmatic error with distortion on retinoscopy exam. The site reported that the patient was exposed to arc light when welding and a slit lamp exam performed by the site found an area of distortion that is consistent with polymerization. Approximately 13 months after implantation, the lal was explanted.